Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: component failure, ultrasound plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an image with snowflakes; the issue occurred during service or maintenance. There were no reports of patient involvement.